Event description:
Acct reports that the injection site was "found on the stopcock 1 hr after placing it from a sterile package; no leaking of fluids; no accessing with cannula had occurred". States problem was "inverted septum". No sample available. No pt injury reported. Sample received 11/11/98.